Event description:
The customer reported that he had multiple bent cannulas. Blood glucose level at the time of the incident was 400 mg/dl. Customer reported that his blood glucose level was dropping. The customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.